Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing a procedure to place a chest port, when five seconds of asystole was noted via telemetry. There was no stored episode from that time. Boston scientific technical services (ts) discussed possible causes for this observance during a procedure. The lead measurements were within normal limits and it was noted there were no other indications of a device issue. No adverse patient effects were reported. The device remains in service.